Manufacturer narrative:
The complaint reported thermal issue is currently under a referenced CAPA investigation and has been verified by the returned device. No further post market lab investigation evaluation is required.

Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured prior to the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their personal diabetes manager overheated while charging. Additionally, the charging port was reported to be "fried"/melted. It is unknown if the patient was using an insulet supplied charging cable.